Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the ¿attachment was heating up during surgery.¿ there were no injuries reported. There was no additional information provided.